Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The na electrode was installed on (B)(6) 2023. Last calibration performed on (B)(6) 2023 at 01:15 a.m. And it was acceptable with no alarms. The customer then recalibrated at 9:13 p.m. And 9:52 p.m. And it failed. Qc recovery was within the provided ranges prior to the event. The customer's initial qc recovery after the event occurred is within the provided ranges, but the customer's qc at 9:47 p.m. Was out of range. The alarm trace showed multiple alarms (ise conditioning, ise internal reference concentration, ise slope and calibration greater than compensated limit). The field service engineer (fse) found a hole in the rinse tubing. The fes replaced the rinse tubing. The fse did performance check and the instrument was performing within specifications. The customer performed qc and it was successful. The service actions (replacing the rinse tubing) resolved the issue. No further issues were reported afterwards.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with ise sodium (na) assay on a cobas 6000 c501 analyzer. Sample 1: initial result: 151 mmol/l. Repeat result: 135 mmol/l. Sample 2: initial result: 152 mmol/l. Repeat result: 139 mmol/l. The physicians questioned the results and requested the samples to be repeated. The repeat results were deemed to be correct.